Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 218 mg/dl. Customer stated that the act button was not responding. Customer replaced the battery to try to clear the alarm but the error came back on. Customer stated that he wears the pump in his pocket. Customer reported being hospitalized back in (B)(6) and stated that he had a blood problem that was not related to diabetes. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.